Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14081650 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14081650. Additional information will be submitted within 30 days of receipt.

Event description:
When the packaging of the guiding catheter 670-256-00b (complaint product) was opened, it was noticed that the distal tip was deformed and became oval shaped. Something that appeared to be metallic portion of blade was observed from the catheter distal end. Any damage on the packaging box was not observed. The product was not clinically used, and the procedure was completed utilizing other new envoy. The product was store, handle per labeling instructions. The distal tip was compressed and crushed then became oval, but the distal end was not kinked. Nothing was inserted through the catheter inner lumen. The product was new. No further information was available.

Manufacturer narrative:
When the packaging of the 6fr envoy guiding catheter was opened, it was noticed that the distal tip was deformed and became oval shaped. Something that appeared to be metallic portion of blade was observed from the distal end of the catheter. The distal tip was compressed and crushed then became oval, but the distal end was not kinked. Nothing was inserted through the catheter inner lumen. The product was new. The product was not clinically used and the procedure was completed utilizing another new envoy. There were no observed damages on the packaging box. The product was stored, handled per labeling instructions. No further information is available. One non-sterile unit of envoy catheter 6f was received coiled in a plastic bag. The catheter body was kinked at 31.8cm from the proximal end. The brite tip was compressed. No other anomalies were found. The measured od and ID of the catheter were within the expected tolerances. A review of the manufacturing documentation associated with this lot was performed finding no issue related to this complaint. As additional investigation the guiding catheters manufacturing process was reviewed and there were no tools, equipment or product handling that could cause kinks, compress or other type of damage on the guiding catheters. In addition, the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. The report of a compressed distal tip was confirmed; however, the root cause cannot be conclusively determined. There was no evidence of any exposed braidwire/corewire or any other abnormality on the returned device. Based on the limited available information and the analysis of the returned device, no conclusion can be made regarding the reported event; however, neither the analysis, the review of the manufacturing process, nor the device history record review results suggest that the reported event is related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.